Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports a PICC was placed on (B)(6) 2010 in the right forearm, causing pleural effusion. On (B)(6) 2011, the PICC was removed and peripheral access was obtained. The pt status was critical post event and high frequency oscillatory ventilation was used. The pt status is now fine.